Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to low impedance values on the superior vena cava (svc) and right ventricular (rv) coils. High energy defibrillation testing was performed and intervention was deemed unnecessary. The rv lead remains in use. No patient complications have been reported as a result of this event.